Event description:
It was reported that during a pta treatment procedure, during insertion of the 6 fr x 11 cm super sheath, the tip of the sheath flared and tore the ptfe graft in the leg. The procedure was successfully completed with this device. It was reported that the pt had no complications and the current status was "fine". Add'l info has been requested regarding this event.

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. As the lot number is unk; a review of the shop floor paperwork could not be performed. The root cause of the difficulties experienced during the procedure could not be determined.